Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that they plugged the scope into the console for use and it will not display optics. The issue occurred during preparation for use and before the patient was in the procedure room. The issue involved an olympus ultrasound bronchofibervideoscope. There was no patient injury reported.